Manufacturer narrative:
The device was returned to olympus for evaluation. The following findings were noted during device evaluation: there was play on both control knobs as they were loose, the angulation was below standard, and the distal end plastic cover had a burn mark. The bending section cover glue had a crack and the adhesive was removed on the nozzle. The light guide, objective lens, had a tiny chip and old glue was removed. The auxiliary water flow was found to be clogged on the distal end side. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a clog on the distal end side. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Follow up attempts were made to the user, however, no questions were answered. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): operation manual_ inspection of the endoscopic system_ inspection of the auxiliary water feeding function reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.